Manufacturer narrative:
Product event summary: at analysis the device was tested on the automated test system and passed. Analysis additionally noted that the white liquid crystal display (lcd) wire was pinched and compromised and that therefore the display needs to be replaced. The unit was cleaned and inspected, the lcd replaced and it passed its testing.

Event description:
It was reported that the external pulse generator displayed a message indicating that the battery was low. The battery was then changed out however the message did not clear. The generator was returned for service. No patient complications have been reported as a result of this event.